Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states customer tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, contact information for the customer was not provided.